Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. There were no device fragments left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.